Event description:
The physician reports that the crystalens was damaged while attempting to inject the iol using a staar surgical lens injector. Intervention was performed intraoperatively to remove the damaged iol and enlarge the original incision. A second crystalens was implanted successfully. Staar surgical filed an MDR for this event under 2023826-2007-000129.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.